Event description:
It was reported that the clinical study patient experienced an achy muscular pain with an element of a burning pain and increased sensitivity around the area of implantable pulse generator (ipg). The patient was prescribed lidocaine patches. It was assessed that the event had a possible relationship to device hardware and/or stimulation, and procedure. The event is resolving.